Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.75x34mm, concentric, de novo target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. After a non-bsc guidewire crossed, pre-dilation was completed with a non-bsc balloon. While advancing a 2.75x38mm promus elite drug eluting stent resistance was encountered. The stent was deployed and post dilated with a non-bsc nc balloon at a high pressure of 20 atm. An edge dissection was then observed which was covered with another small size stent. The patient was stable and responding well to medication.